Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause cannot be determined for the reported complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device with a 6f sheath after a percutaneous coronary interventional (pci) procedure. Reportedly, after the plunger was retracted and the suture was cut, the proglide was removed from the arteriotomy. Both sutures were present, but both suture ends were blue. The physician was unsure which suture was the rail suture. Tension was applied slightly to the thicker suture and the knot was advanced to close the arteriotomy achieving hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.